Event description:
It was reported that at implant attempt the left ventricular lead was unable to be placed in the optimal position without causing diaphragmatic stimulation. The lead was removed and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was retuned and analyzed and no anomalies were found.